Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (does not communicate) was investigated. As received, the latches on the trunk cable connector were broken, creating an insecure connection between the belt and monitor. The cause of the reported inability to communicate is the damaged connector. The root cause of the damaged connector is excessive force placed on the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.